Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had blank display and not turning on. The blood glucose level was at 282 mg/dl the time of incident. Customer stated that the battery cap was intact. Customer was calling back after receiving new battery cap. Customer stated that the screen went dead when they replace the batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing.